Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a system-wide login issue was reported where no users were able to authenticate. A technical support specialist investigated the application server logs, which revealed active directory authentication failures due to invalid credentials. Active directory and related services were restarted, and information technology (it) rebooted the server; however, users and stations continued to fail authentication and communication. Product support engineer (pse) was engaged, and after collaborative troubleshooting with the customer's it team, the issue was identified as replication problems caused by recent updates on the customer's domain controllers. Once it validated and corrected the issue across affected facilities, user access was restored successfully, and the customer confirmed normal login functionality for stations and pes. The system functioned as intended after technical support specialist troubleshot the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, no users were able to log in. However, there were no delays or adverse events or injuries reported based on this event.